Event description:
A female pt with history of dementia underwent aaa repair in 2007. The procedure went as labeled. Confirmatory angiography revealed a proximal type I endoleak. The proximal neck of the main body was balloon dilated with another MFR's balloon, which materially reduced the leak. Expecting that the leak would resolve itself as heparin would neutralize with time, the physician elected to observe the leak.

Manufacturer narrative:
Eval: cook's instructions for use do state that key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. An internal clinical evaluation indicated that the event was caused by adverse pt anatomy.